Event description:
It was reported that the whisper es guide wire was being used in a buddy wire technique with a whisper ms guide wire to treat a lesion located in the moderately calcified left anterior descending artery. After deployment of the 2.25x15 mm xience v stent implant, the whisper es guide wire tip was observed to be pinned to the vessel wall by the stent implant. Efforts to retract the guide wire caused the tip of the guide wire to separate behind the stent. No attempts were made to retrieve the guide wire tip. After removal of the whisper ms guide wire the tip of the guide wire was observed to be stretched. The patient is reported to be doing fine post procedure. No clinically significant delay in the procedure was reported. No additional information was provided. Device analysis of the whisper ms revealed 4 centimeters of the polymer on the guide wire missing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The whisper ms guide wire is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported guide wire separation was confirmed. The resistance during retraction could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.